Event description:
Initial reporter indicated that communication could not established with vns therapy system pulse generator. Troubleshooting did not resolve reported event. Further follow up revealed that pulse generator was reset and communication was established. Pulse generator was successfully programmed on following reset. Implant & warranty registry card received by manufacturer showed proper device functioning during initial implant of the vns therapy system.

Manufacturer narrative:
A device malfunction suspected, but did not cause or contribute to a death or serious injury.